Event description:
On (B)(6) 2011, patient was reimplanted with 3 sternal plates and 28 self drilling sternal screws due to sternal instability. Patient returned to surgeon complaining of ongoing pain. On (B)(6) 2013, surgeon returned the patient to the or, removed 3 sternal plates and 28 unknown sternal screws. Patient is reportedly healed, no new hardware was placed. During the removal, one screwdriver broke. This report is for twenty-eight (28) 3.0 mm self drilling titanium sternal screws. This is report 1 of 5 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for 28 3.0 mm self drilling titanium sternal screws. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.